Event description:
The company received a report where it was claimed that the device did not provide an audible tone. There was no pt involvement.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.